Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd curve access system (was) was positioned, and an unknown pigtail was advanced through the was into the laa. A mobile thrombus was observed on the pigtail. The thrombus was aspirated. A 35mm watchman flx closure device and delivery system (wds) were positioned, deployed, and successfully released in the intended location. During the procedure the patient's activated clotting time (act) was 251. Post-procedural echocardiogram confirmed the thrombus had been fully aspirated, and no thrombus remained inside the patient. The patient was discharged the following day.